Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged damage to the lung tissue, chronic coughing, and unspecified cardiovascular disease. Patient also alleges fear of serious illness. Patient is suing for payment of (B)(6) and a declaration of liability for future damages the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.